Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient recharges they only get to 75% and it won't go up to 100%. The patient stated this has been happening for "a month or so." The patient charges every day 30 or 40 minutes. There were no therapy problems reported. The patient was inquiring whether it was okay to just charge to 75%. The patient was redirected to their healthcare provider (hcp) to ensure their settings weren't affecting recharge times. Their left side was at 3.50v and right side was at 3.90v. The patient will be seeing their hcp january 24 th and will follow up with them at that time.